Event description:
It was reported that during an lar procedure the blade was broken. Another device to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.